Event description:
Patient thinks something is wrong with patient's device because patient's blood glucose was running high, and when patient switched to patient's back-up device patient's blood glucose levels were fine. Treatment received, if any, for high blood glucose was not specified.